Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, fever, and peritonitis in a patient coincident with dianeal pd2 1.5% and 4.25% therapies. On (B)(6) 2011, the patient began with dianeal pd2 1.5% and 4.25% therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. On an unreported date, the patient had break in aseptic technique. On an unreported date, the patient experienced fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy drain. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was the break in aseptic technique. Treatment was not reported. It was unknown if the patient recovered from the events. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.